Event description:
It was reported that the patient stated that he had a sling implanted around 2014, and the device did not work as expected. No additional information was reported related to this event.

Event description:
It was reported that the patient stated that he had a sling implanted around 2014, and the device did not work as expected. No additional information was reported related to this event.